Event description:
Elderly male with history of db, coronary artery disease, chronic kidney disease and anemia. He was 5th post op day from a CABG (coronary artery bypass graft). Nurse hung the bag of bumex, and it should have run around 40 hours. Nurse was orienting another nurse so there was double verification of the setting. In the amount of time it took to finish the patient¿s bed and bath, his drip had finished. This resulted in extra monitoring of patient, but no known harm at this point. Agility ran the report, and the error was not a result of human error. It was a result of the sensor in the pump malfunctioning. Bumetanide for IV 10mg/40ml [0.25mg/hr] sodium chloride 0.9% IV solution 60ml, rate 2.5 ml/hr, total volume 100, infuse over 40 hours. ====================== manufacturer response for alaris infusion pump, alaris 8100 (per site reporter) ======================